Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient dislocating. The surgeon was not happy with where he put the baseplate. He needed to drop a little more inferior.